Event description:
During inhouse testing an issue was found in the sunquest blood bank/blood donor modules in the blood product testing (bpt) application. The following conditions must occur within the same entry session. The product testing result keyboard is used. The user enters an unacceptable product test result and then chooses to replace it with another unacceptable product test result. The user then 'cancels' out of the dialog box to add reflex testing and/or deferral (s). The user 'saves' the session. The system is incorrectly retaining the initial result instead of leaving the product test pending. An outcome of retaining the initial unacceptable result is that unacceptable product result processing (i.e. Reflex ordering and/or generate donor deferral (s) as pre-defined in blood bank maintenance by her user), is not generated on the initial unacceptable result that is retained. Donor deferrals are only generated when clients have the sunquest blood donor system.

Manufacturer narrative:
The issue was found during inhouse testing. No clients have reported this issue. When using the product testing keyboard within the same entry session in blood product testing (bpt), if the user chooses to delete an unacceptable product test result and replace it with another unacceptable product test result then cancels and saves, the system is retaining the initial result and does not perform unacceptable product result processing (i.e. Reflex ordering and/or generate deferral (s) as defined in blood bank maintenance bma 10:3) on the initial unacceptable result that is incorrectly retained. Terms: product testing keyboards are defined in bma 4:3:1, 'product testing keyboard definition maintenance' to assign test codes and/or results (comments) to specific keys to streamline the entry of results for the product. Unacceptable product result processing (bma 10:3): the unacceptable result processing table allows clients to define results to product testing that are to be considered unacceptable within the system. Clients also can define that the system adds confirmatory or repeat testing and generates donor deferrals. Donor deferrals can only be defined if clients have the sunquest blood donor system. A message is displayed if a result defined as unacceptable is entered in blood product testing. If the warning is confirmed, the system adds a test (s) or generates a deferral(s) for the donor. Completed blood product testing worksheets are called using blood bank reports (bbr) 3:1. Blood product testing worksheets provides technologist worksheets for tests to be performed on units. Complete worksheets contain only those unit numbers that have all tests resulted for the specific worksheet(s) requested. Workflow: preconditions- the test hepatitis is defined in blood bank maintenance (bma10:3) with the unacceptable results of 'positive' and 'indeterminate' to generate deferrals and reflex order additional testing. The product testing keyboard has keys defined in blood bank maintenance (bma 4:3:1) for a result of 'pos' (positive) and 'indet' (indeterminate). Enter a unit into the system that requires the test hepatitis to be resulted. In the blood product testing function, navigate to the hepatitis test result field. Result the test with 'pos' by pressing the appropriate key on the keyboard. Unacceptable result processing rules are executed. The system displays the additional test(s) to be added and the deferral(s) to be generated. The user clicks 'yes' to confirm. The system adds the reflex order(s) and generates the deferral(s) correctly. The user puts focus back on the result of 'pos'. The user modifies the hepatitis test result from 'pos' to 'indet' by pressing the appropriate key on the keyboard. The system displays a message asking to delete the previous unacceptable result of 'pos'. The user clicks 'yes' to confirm removal. Unacceptable result processing rules are executed for the result 'indet.' The system displays the additional test(s) to be added and th deferral(s) to be generated. Using the mouse the user clicks 'no' to cancel adding the reflex testing and deferral(s). The system now displays a result of 'pos' with a description of 'indeterminate.' Note: the system should remove the result 'pos' and the result remain pending. The issue is that 'pos' is retained by the system and does not remain pending. Note: the sequence of events will deviate when using the accelerator keys and not the mouse; however, the outcome is the same. Save the data. Note: the system does not perform unacceptable result processing for the unacceptable result 'pos' that was incorrectly retained by the system. The user accesses the unit in blood testing review function. The product testing result is incorrectly displayed as 'positive.' Note: the hepatitis test result should be pending due to step 14 above. The unacceptable result count is incorrect. No confirmatory test(s) were added. No deferral(s) was generated. The system does not display the following messages in the 'notice' column on the row of the unacceptable hepatitis result of 'positive.' "Unacceptable result'; "testing added"; "deferral generated". If the user chooses to continue and updates the unit status to available and the hepatitis unacceptable result of 'positive' is saved; the system does not generate the following qa failures: 'active deferral(s) on file for donor of unit.' 'Unit status updated to inventory with unacceptable results on file.' To prevent the problem from occurring it is recommended that the user 'cancel' the bpt session prior to 'saving' then reselect the unit and enter the correct result instead of entering and replacing unacceptable results in the same entry session. Prior to 'saving,' review all results to confirm unacceptable result processing occurred for any unacceptable result. The user should also monitor the problem by printing a completed blood product testing worksheet and confirm that all products with unacceptable result(s) were handled properly according to your standard operating procedures. On january 23, 2008 a product safety notification was distributed to clients with sunquest lab blood bank and blood donor module v6.0.1 and v6.0.2 distributed with sunquest lab v6.1 service pack 9 (6.1.0.0131), v6.2 service packs 3 and 4 (6.2.0.0114 and 6.2.0.0119) and v6.3 ga release and service pack 1 (6.3.0082 and 6.3.0086). Work has begun on a software fix and will be available to clients with sunquest lab blood bank and blood donor module v 6.0.1 and 6.0.2 that are distributed with sunquest lab v6.1, v6.2 and v6.3.